Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began in the morning of (B)(6) 2017 when she alleged obtaining a result of 285mg/dl using the subject device compared to a result of 165mg/dl using her sister¿s ¿true track¿ meter within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter reading is erroneous as the comparison is not made to a calibrated reference method. In a related complaint the patient alleged obtaining results of 280, 285 and 289mg/dl which she felt were elevated compared to her feelings and/or usual results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient stated that she usually manages her diabetes using insulin (self-adjuster) and denied making any changes to her usual routine in response to the alleged issue. The patient claimed experiencing symptoms of ¿stressed and rapid heartbeat¿ an unspecified amount of time after the alleged issue began. The patient denied receiving any form of medical treatment in response to the reported event. At the time of troubleshooting, the csr determined that the meter was set with the correct unit of measure, an approved sample site was being used, the test strips were stored correctly and within expiry and the patient¿s testing procedure was correct. The csr noted that the patient did not have any control solution. Return of the subject device was requested for investigation and replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.